Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing passed system checkout. However, they found that the pleora module was faulty. After replacing the pleora the problem was fixed. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 (B)(4) (for, rep): medtronic received information regarding an imaging device being used outside a procedure. It was reported that after powering the system on, it could not establish full upload. There was no connection between the two carts. It was noted that power board had bad connection. There was no patient involvement.